Event description:
Pump reported to have been operating for 5 hours without delivering an unknown solution. The roller clamp was found to be closed. The pump was reported not to have alarmed. No pt injury resulted.